Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The reporter stated that the patient did not break the aseptic technique. Three days after event onset, the patient was hospitalized for the event. On the same day as event onset, the patient began treatment with intraperitoneal (ip) injection ceftazidime (1 gm every day for 17 days) and ip injection vancomycin (1 gm every fifth day for 17 days) ip for peritonitis. Dianeal therapy was ongoing. The patient was discharged nine days after admission and was recovered from the peritonitis event 17 days after event onset. No additional information is available.